Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received calibration error alarms and sensor error alarms. Customer blood glucose was 58 mg/dl and had gone as low as 40 mg/dl when sensor was inserted. Customer reported that it was found that sensor cannula was bent.